Event description:
The following was reported to davol: it was reported that when the surgeon opened a perfix plug, he felt the packaging might be loose because he thought it was different from the previous one that he had used. There was concern for the sterility and the device was not used. The hospital is retaining the sample and it is not being returned.

Manufacturer narrative:
As reported the sample is not being returned, as the hospital is retaining the sample. Davol (B)(4) has requested photos of the device and packaging for review. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Without a sample for review and based on the available information, we are unable to confirm the reported product problem. If/when photos are provided or the device is returned and evaluated, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Not returned to manufacturer.